Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided when the event was reported to bsc through the FDA medwatch program. We are unable to request further information due to the anonymous nature of the initial reporter, and thus we are unable to provide the unique identifier (UDI) and other specific product, patient, or incident information.

Event description:
It was reported that a patient experienced hypotension, asystole and ventricular tachycardia. After a pulsed field ablation (pfa) procedure was completed, the physician noticed that the patient was in asystole rhythm and hypotensive. The code blue team was called in and chest compressions were given to the patient. After this, the patient went into ventricular tachycardia (vt), and it was noticed that the vt broke on it's own and the patient went into sinus rhythm. The patient was stabilized and was taken to the intensive care unit (ICU) for further observation. No further information was provided.